Manufacturer narrative:
(B)(4). The device was not returned to baxter for evaluation. A follow-up report will be submitted upon the completion of baxter's investigation. A 510k number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510k number. However, it is being reported because it is the same or similar to the product distributed within the u.s.

Manufacturer narrative:
(B)(4). This complaint for drain pain was not confirmed due to a lack of the device. Therefore, the evaluation could not be performed and the root cause could not be determined. Labeling review was performed and found to be sufficient. Renal quality engineering, along with plant servicing and quality personnel, will continue to monitor product lines for trends and will take corrective/preventive action as appropriate.

Event description:
Baxter received a report from a patient regarding being in the initial drain cycle on the homechoice for approximately one hour and was experiencing terrible pain. The homechoice would not allow a bypass.